Manufacturer narrative:
The average age of patients is 54.3 years. This value is the average age of the patients reported in the article as specific patients could not be identified. Please note that there is no information with regard to event date.as the event dates were not provided in the published literature. Product identifiers are unknown 510k# is unknown as product identifiers are not known. Alomari, s., lubelski, d., lehner, k., tang, a., wolinsky, j., theodore, n., sciubba, d. M., lo, s., belzberg, a., weingart, j., witham, t., gokalsan, z., bydon, a. Safety and accuracy of freehand pedicle screw placement and the role of intraoperative o-arm: a single institution experience. Wolters kluwer health, inc. 2022. Doi:10.1097.brs.0000000000004497. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: a single-institution retrospective chart review identified adult patients who underwent freehand pedicle screw placement in the thoracic, lumbar or sacral levels. Patients were stratified into three cohorts based on the intraoperative imaging modality used to assess the accuracy of screw position: intraoperative x-rays (cohort 1); intraoperative o-arm (cohort 2); or intraoperative CT-scan (cohort 3). Postoperative CT scans were performed on all patients in cohorts 1 and 2. Postoperative CT-scan was not required in cohort 3. When compared to intraoperative x-ray, intraoperative o-arm verification decreased the revision surgery rate for malpositioned screws. Reported events: 1. Postoperative CT-scans identified 65 and 127 malpositioned screws in cohorts 1 and 2, respectively. Of these 192 screws, 11 were significantly malpositioned and required taking 9 patients back to the operating room for a second operation within the same admission to revise the malpositioned screws. 2. In cohort 3, 18 out of 838 screws were identified as malpositioned by intraoperative CT-scan. No postoperative CT scans were obtained and there were no revision surgeries for malpositioned screw in this cohort. Medtronic screws were used in this event. See attached literature article.